Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 500 mg/dl at the time of hospitalization. Customer also reported experiencing a heart attack from their high blood glucose. The customer reported feeling dizzy and had trouble walking prior to being hospitalized. It was also found the customer passed out twice from their high. The customer was hospitalized for two weeks as a result. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.